Event description:
An incorrect insulin estimate was reported by a distributor in france on january 28, 2026. There was no adverse impact on the customer's blood glucose level as the blood glucose information was not available. The pump was not returned as it was out of warranty, and no further action or additional information was provided.